Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional details from the field, arthrex concluded that there is no allegation against the ar-13995, batch unknown, other than the instrument being used with the ar-13995n, batch 15079541.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the needle broke off at the tip. The broken part was left inside the patient. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.